Event description:
The customer reported that an electrosurgical pencil was in use and a flame was noted at the tip of the device. There was no pt injury or operating room fire.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.